Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reya2230 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was diagnosed with acute lymphoblastic leukemia, early relapse in (B)(6) 2015. A PICC was inserted on (B)(6) 2015 via right upper limb basilic vein without intercurrent. After performing xr, it was observed that the tip of the catheter was located in the superior vena cava and was released for use. It was stated that during the period of catheter maintenance, the patient was submitted to chemotherapy, antibiotic therapy, blood transfusion and blood collection, with no complications and / or resistance of the catheter. For maintenance of the catheter, a 10 ml syringe was used for salinization in a whirling system, dressing changes were reportedly being performed every 7 (seven) days at the oncology clinic. On the morning of (B)(6) 2016 the patient's mother noticed that there were 5 centimeters of the catheter externalized and went to the ER where the patient was hospitalized for evaluation and evolution of the condition. On (B)(6) 2017, the patient was referred to the hemodynamics department for removal of the catheter. The mother reported that the catheter was fragmented during withdrawal. The procedure was without intercurrences and the patient was discharged on (B)(6) 2017.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was inconclusive since the original sample was discarded. A used 4 fr s/l groshong nxt PICC from the same lot was returned for investigation. The catheter was complete with no sign of a break or rupture. Evidence of use was observed on the catheter. The stylet had been removed and the two-piece connector was attached to the tubing. The catheter extended 38.4cm from the distal end of the strain relief sleeve. The plug and 3-position valve were present at the distal end of the catheter. Use residue was observed on the connector and the catheter. What could have been remnants of a fibrin sheath were observed on the catheter 2-3 cm from the distal end of the strain relief sleeve. At this time, since the damaged catheter was not returned and the used same lot sample was not broken, it is unknown what caused the catheter to break. It was reported that the PICC was in place for 508 days, which indicates that the alleged damage most likely occurred during usedevice not returned, at this time.

Event description:
It was reported that the patient was diagnosed with acute lymphoblastic leukemia, early relapse in (B)(6) 2015. A PICC was inserted on (B)(6) 2015 via right upper limb basilic vein without intercurrent. After performing xr, it was observed that the tip of the catheter was located in the superior vena cava and was released for use. It was stated that during the period of catheter maintenance, the patient was submitted to chemotherapy, antibiotic therapy, blood transfusion and blood collection, with no complications and / or resistance of the catheter. For maintenance of the catheter, a 10 ml syringe was used for salinization in a whirling system, dressing changes were reportedly being performed every 7 (seven) days at the oncology clinic. On the morning of (B)(6) 2016 the patient's mother noticed that there were 5 centimeters of the catheter externalized and went to the ER where the patient was hospitalized for evaluation and evolution of the condition. On (B)(6) 2017, the patient was referred to the hemodynamics department for removal of the catheter. The mother reported that the catheter was fragmented during withdrawal. The procedure was without intercurrences and the patient was discharged on (B)(6) 2017.